Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the reference electrode to resolve the issue. The fse performed enhanced cleaning of analyzer and the sample pot. The fse then performed selectivity check, calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results due to negative anion gaps on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.